Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced universal surgical manipulator (usm4) due to errors according to procedure. Fse completed system verification without any issues and notified or staff that system was ready for use. Isi received the usm involved with this complaint and completed the device evaluation. The customer reported complaint was confirmed and replicated. When the unit tested on an in-house system, it passed normal mode. Logs show several error of 23087. When the carriage assembly inspected, debris/particulate found on all rotor mirrors and isa windows 5-9. The unit went through more testing on pftp and passed all required tests. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer called after procedure, to report that errors had occurred multiple times on arm4 and they disabled arm4 to continue the procedure. Technical support engineer (tse) stated the system logs confirmed repeated 23087 errors reported by universal surgical manipulator 4 (usm4) axis5. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.